Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1808201, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Eleven (11) unused devices were returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that during deployment of a 5f mynxgrip vascular closure device (vcd), when bringing the procedural sheath introducer back, there was resistance and the peg was noted to be between the black tube and the advancer tube mostly, but it was also speckled along the black tube. Proceeded through the steps and everything else went as planned. The vcd was being used in conjunction with a 5f procedural sheath introducer for closure following a diagnostic procedure. During use of the vcd, the user shuttled done completely with no resistance felt. Held normal arterial pressure for ten minutes. The patient¿s hospitalization was not extended. No adverse patient effects were noted. Eleven (11) unused devices will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that during deployment of a 5f mynxgrip vascular closure device (vcd), when bringing the procedural sheath introducer back, there was resistance and the peg was noted to be between the black tube and the advancer tube mostly, but it was also speckled along the black tube. Proceeded through the steps and everything else went as planned. The vcd was being used in conjunction with a 5f procedural sheath introducer for closure following a diagnostic procedure. During use of the vcd, the user shuttled was done completely with no resistance felt. Held normal arterial pressure for ten minutes. The patient¿s hospitalization was not extended. No adverse patient effects were noted. Additional information received indicated that the vcd was being used for femoral arterial closure following a diagnostic coronary procedure. The patient was noted to have recovered. The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned for investigation. 11 sterile unused mynxgrip devices from the same lot were received for evaluation in the original sealed packages. Based on the failure mode, the sample size should be 5 devices. The five samples were randomly chosen from the returned units for visual inspection and no anomalies were observed. A device history record (DHR) review of lot f1808201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ could not be confirmed since the device was not returned for analysis and there were no issued noted with the sterile devices. The root cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review, procedural/handling factors during shuttling down and/or sheath retraction may have contributed to the issue experienced by the customer. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned devices performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analyses suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum additional information received indicated that the vcd was being used for femoral arterial closure following a diagnostic coronary procedure. The patient was noted to have recovered.